Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can details be provided on post-operative issue for each patient? Were any difficulties experienced with device intraoperatively? Were there any hemostasis issues intraoperatively? Were any staple formation issues noted throughout care of patient? Were any blood products required? What was done to address issue? Why does the surgeon believe that a deficiency of the staple line reinforcement caused issue? It was stated that the surgeon only had 1-2 hematomas in the past 12 yrs. And 3-5 recently with slr. The recent hematomas were confirmed during CT scan. No transfusion was required. His prior technique was using naked reloads and oversewing. Typical selection is naked green first firing, green with buttress second, gold with buttress. Seemed loose so went to this later after buttress used. Gold instead of blue naked with buttress. No reoperations required in any of the cases. Only one patient was readmitted. No staple form issues in any case. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported to the sales rep by the dr. Who said that since beginning to use slr on his staple lines for bariatric procedures, he has had 4-5 patients have post op issues including hematomas. This never happened prior to using buttress material. No revision or removal surgery was required. Additional information was not provided.